Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) pacing impedance measurement of greater than 2000 ohms. The patient was not symptomatic and there were no reports of asystole. The patient was seen in clinic for further follow up and programming changes were made. In the future, the plan is to perform a lead revision. At this time, this pacemaker and ra lead remain in service, and there were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) pacing impedance measurement of greater than 2000 ohms. The patient was not symptomatic and there were no reports of asystole. The patient was seen in clinic for further follow up and programming changes were made. In the future, the plan is to perform a lead revision. At this time, this pacemaker and ra lead remain in service, and there were no adverse patient effects reported.